Event description:
The patient stated that the button rings on his infusion device keep falling off. The patient stated that he wears his infusion device while sleepng and that he will roll over onto the infusion device. Since his button rings are not on the infusiondevice, it causes the buttons to be pressed and places the infusion device in stop mode. The patient's blood glucose has elevated to 500 mg/dl. He stated that this has happened 3 tmes over the last 3 months. He stated that on one occasion, his blod glucose went so high that his blood glucose meter could not read his blood glucose level and his wife contacted the paramedics. The paramedics gave the patient IV fluids and some insulin to bring his blood glucose down. The patient was not admitted to the hospital. The patient had soymptoms of chest pains and his bones hurt with his elevated blood glucose. The patient stated that every time this has happened, he is successful in getting his blood glucose down with boluses. The product has been requested to be returned for evaluation.